Event description:
This 42-yr-old female underwent bam with silicone gel implants in 1974 at another facility. Therefore, reporting facility does not have knowledge of the name of the MFR of the implants. A mammography demonstrated the right implant to be ruptured & the left suspicious for rupture. It was felt that for med reasons, the silicone gel implants should be removed. Gross exam: both implants are ruptured. The left breast tissue showed silicone deposition, i.e., silicone granuloma.